Manufacturer narrative:
Approximate implant date reported as 2010. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient implanted with dcs plate and screw construct approximately 2 years ago (2010) in (B)(6). Patient complained of pain and returned to operating room on (B)(6) 2012 for hardware removal. Surgeon removed all hardware and patient was not revised with any additional parts. This is the 8th of 8 reports submitted on this event.